Event description:
It was reported that the patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) received a shock from the device. The patient reported being hospitalized and that external defibrillation paddles were used. The patient was referred to the clinic. As of this time device remains in service. No adverse patient effects were reported.